Manufacturer narrative:
Correction: h6: field should reflect product not returned.

Event description:
It was reported that during an implant procedure, the right ventricular lead being implanted exhibited failure to extend helix. The rv lead was not used and another lead was used to complete the procedure. The patient was stable throughout.

Manufacturer narrative:
Further information was requested, but not received